Manufacturer narrative:
(B)(4): product evaluation: device analysis expected, but not yet begun. Method: no testing methods performed.

Manufacturer narrative:
Date received: december 17, 2014 h3: product evaluation: received 1 sample(s), part number 8562010, from lot number 0208083656, for analysis; 1.0ma position selected and the tip was bent. When compared to the assembly drawing there appeared to be no external damage to the device. There was no biological evidence visible. There was slight rotational play, which did not affect function when activated. Per instructions for use the device was tested for functionality by touching the probe tip to the needle electrode; in an "as received condition" without moving the switch, the device lit immediately and consistently with contact. The device was then functionally tested in all 3 positions per instructions for use and there was no error in function found. The device was tested electrically, where the 0.5, 1.0 and 2.0 ma settings read as follows: 0.50, 1.03, and 2.04 ma, which were all well within specifications. Note: when excess lateral pressure was applied, the function of the device was affected until pressure was relieved. The bent tip in conjunction with the use of excess pressure most likely caused the customer complaint. No fault was found in the function or design of this unit when used properly. The information indicates that the alleged malfunction was due in part to the user and not the device, which passed all functional testing. (B)(4).

Event description:
It was reported that ¿the device was used in an operation to remove a parotid gland tumor. The product was used and operating without issue in the beginning of the operation; however, after about 50 minutes from the commencement of the operation, the operation of the product could no longer be confirmed when it was used again. The product was changed out and replaced with a new one immediately to continue the procedure. The operation was conducted without issue afterwards. Neither delay in the procedure nor adverse effects on the patient were caused by the above reported event.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.